Manufacturer narrative:
Additional information was received on june 03, 2017. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a zimmer mmc cup, uncemented, 54 mm/46 mm, code l on the left side. The patient was revised on (B)(6) 2017 due to pain, elevated metal ions, armd, osteolysis, pseudotumor, fluid collection and dislocation.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient underwent primary left tha on (B)(6) 2010 with mmc cup - ldh and was monitored due to pain and elevated metal ions. Later on, it was indicated that the patient experienced dislocation sensation. Subsequently, it was additionally reported that the patient underwent revision surgery on (B)(6) 2017 due to armd, osteolysis, pseudotumor, fluid collection, dislocation, pain and elevated metal ions. Review of received data: primary tha report dated (B)(6) 2010: pre-op diag: left hip osteoarthritis. Operation: cup implanted at approx. 45° of abduction and 15° of anteversion. Good stable press-fit. Femoral stem size 10, 0 neck 48mm head placed. Equal leg lengths and stable complete range of motion achieved. No problems observed. Revision surgery report dated (B)(6) 2017: pre-op diag: wear articular bearing surface internal prosthetic left hip joint, osteolysis. Operation: brownish-hued fluid encountered when entered to hip joint. This was aspirated. Reactive tissue found and completely debrided from the pseudocapsule posteriorly, superior on the acetabulum and inferiorly. There was a large cyst superior and another one posterior upon removing the acetabular component. Zimmer 56/kk trabecular shell placed with longevity 36mm oblique liner and cocr head 36/+3.5. Stem noted to be stable with 26° anteversion, so not revised. Lab reports dated (B)(6) 2017: cobalt serum values of 10.7 ug/l (standard range <=1.0ug/l). Chromium serum values 5.5 ug/l (standard range <=5.0ug/l). C-reactive protein 2.3 mg/dl (standard range 0-0.8 mg/dl) (being a sign of possible tissue injury, inflammation or infectious diseases). Interleukin 6 26 pg/ml (standard range <= 5 pg/ml) (being a sign of possible immune, infectious or inflammatory disorders). Mr lower extremity report dated (B)(6) 2017: mild atrophy of gluteus minimus muscles. No inflammatory change or focal fluid collection in greater trochanteric bursa. Bone marrow edema circumferentially surrounding the prosthesis in the left intertrochanteric and subtrochanteric femur. Moderate left-sided hip joint effusion with synovitis and/or intra-articular debris. Abnormal focal signal seen in the periprosthetic proximal femur consistent with osteolysis. Radiology report dated (B)(6) 2017: left tha is in similar alignment and position. No periprosthetic fracture noted. No new large developing lucency. Mild osteoarthritis of left sacroiliac joint. Office notes dated (B)(4) 2017: x-ray reveals mom implants are well placed. Plan for head liner exchange débridement possible liner and/or femoral implant exchange devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: increased wear due to clearance too small ¿ rim loading => possible: no x-rays were returned for the investigation, therefore cannot be excluded. Increased wear due to clearance too large => possible: no x-rays were returned for the investigation, therefore cannot be excluded. No self polishing ¿ (run-in phase) leads to increased wear due to inadequate articulation material => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Increased wear due to perpetual boundary lubrication of articulation due to improper design parameters (e.g. Diameter, roughness, etc.) => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Increased number of wear particles due to chemical corrosion => possible: the product was not available for investigation, therefore cannot be excluded. Reduced rom, increased wear due to component malpositioning => possible: no x-rays were returned for the investigation, therefore cannot be excluded. Increased wear due to component mismatch (wrong size) => not possible: the product combination was compatible, correct sizes were used. Increased wear due to component damaged during operation - scratches on articulation surface => possible: proper handling of components during surgery is out of zimmer biomet control. Increased wear due to wrong pairing due to missing "metasul" sticker => not possible: the product combination was compatible. Conclusion summary: lab analysis and revision surgery reports confirm the elevated metal ions of cobalt and chromium, evidence of osteolysis, cyst and armd. Possible causes of the reported event include increased wear due to too small clearance, chemical corrosion, too large clearance, component malpositioning or damaged component during operation. It is not known to which extent these factors had a role. According to the lab reports dated (B)(6) 2017 patient is known to have a high bmi=29 classified as overweight, which might have strongly contributed to the wear process. However, it is not possible to find a root cause due to absence of x-rays and explants for the investigation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(6).

Manufacturer narrative:
As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been additionally reported that the patient experienced dislocation sensation. A revision surgery was scheduled for (B)(6) 2017.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient was not revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a zimmer mmc, cup, uncemented, 54 mm/46 mm, code l on (B)(6) 2010. The patient is being monitored due to pain and elevated metal ions.